Manufacturer narrative:
The device is in the process of being returned. A full investigation will be performed when microline surgical receives the device.

Event description:
A piece of the o-ring broke and fell into the patient's abdomen. The piece remained in the patient's body. The procedure was not extended. The status of the patient is currently unknown.